Manufacturer narrative:
Patient weight not available from the site. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information that, while the system was being used for a functional endoscopic sinus surgery (fess) procedure, there was a reported alleged inaccuracy. The CT for the patient was good with good navigation accuracy initially within 1mm. However intra op, the navigation was off. Navigation was aborted. There was no known impact or consequence to the patient.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended and the reported issue could not be replicated. It was noted the archive was no longer on the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.